Event description:
It was reported that the procedure was to treat a heavily calcified superficial artery. A non-abbott .017" guide wire was advanced to the lesion and an emboshield nav6 was being used as a distal protective device. As the filter and guide wire were being removed, the physician pulled hard on the guide wire, pulling it through the nav6, separating the filter in the profunda artery. The filter was snared with a non-abbott snare device. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire:.017" viper. Device coding: 2017-excessive force and indication for use. The customer reported the device is discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Also, the IFU states: do not advance any component of the emboshield nav6 embolic protection system against significant resistance. The cause of any resistance should be determined via fluoroscopy and remedial action taken. Based on the reviewed information, no product deficiency was identified.